Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:48:51. During night drain cycle one, the patient's ultrafiltration reading was 1845ml, indicating the home patient drained 1845ml more than their maximum programmed fill volume of 2700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no issues were noted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.